Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level over 600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the customer suspected an issue with the non-tandem manufactured infusion set, however, no infusion set issues were observed. Reportedly, the customer continued to use the pump for insulin therapy.